Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00860.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs), a ruby coil detachment handle (handle) and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was tortuous and narrowed. During the procedure, the physician deployed and detached four non-penumbra coils and thirteen pod pcs into the target vessel using the handle. While advancing the next pod pc through the lantern, the physician experienced resistance but was still able to advance the pod pc into the target vessel. Then, the physician attempted to detach the pod pc using the handle; however, the pod pc failed to detach. Afterwards, the physician attempted to manually detach the pod pc; however, it would not detach. Therefore, the pod pc was removed. Next, while advancing another pod pc through the lantern, the physician experienced resistance but was still able to advance the pod pc into the target vessel. Then, the physician attempted to detach the pod pc using the handle; however, the same issue occurred, and the pod pc failed to detach. Therefore, the pod pc was removed. The procedure was completed using a new pod pc, the same handle, and the same lantern. There was no report of an adverse effect to the patient.